Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) was no longer performing as expected. A replacement surgery was performed, upon removal no fluid was observed in the reservoir and the left cylinder had torn. Air was observed in the device. A new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.